Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the issue was identified as a blockage in the cartridge, and the customer changed supplies and resumed insulin therapy.